Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fracture occurred. During preparation, as the 3.0 x 24mm veriflex mr stent delivery system was being removed from the hoop, the shaft was noted to be broken. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure a shaft fracture occurred. During preparation, as the 3.0 x 24mm veriflex mr stent delivery system was being removed from the hoop, the shaft was noted to be broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at 68.1cm distal to the strain relief. The break in the shaft is consistent with excessive force having been applied to the shaft. An examination of the crimped stent, balloon and tip sections of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).